Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device follow-up, the gauze has appearance issue as the threads or strings falling apart/ linting. The product disintegrates and has less absorbency. The gauze is still-in use. There was no allegation of patient death or serious injury.